Manufacturer narrative:
Other, other text: device evaluation: one device was received for investigation. Visual inspection performed gauge bezel cracked, looks too used, and patient valve damaged. Functional test performed, device failed electronic and air leak test. Reported problem could not be duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated **UDI related data quality updates only.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. G5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device stopped cycling. Customer stated that no patient harm and medical intervention was recorded.